Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was having difficulty charging the ipg due to its location. The patient underwent a revision procedure wherein the ipg was replaced and relocated. During the procedure, the patient had respiratory arrest and acute pulmonary edema. The patient was orally intubated by anesthesia, was assisted with bag ventilations, and was given intravenous lasix and positive pressure ventilations. The patient was on monitored anesthesia care (mac) during the procedure, the procedure was finished, and the patient was monitored until physician released him to go. The respiratory complications had nothing to do with the device. It was believed that the patient was on a continuous positive airway pressure (CPAP) / bilevel positive airway pressure (bipap) at night since he had sleep apnea. During the procedure, it was aggravated by the anesthesia. The event was not device related and no malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132, sn (B)(4): device evaluation indicated that the device passed all tests performed. The device exhibited normal characteristics. Sc-1110-02, sn (B)(4): a review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg due to its location. The patient underwent a revision procedure wherein the ipg was replaced and relocated. During the procedure, the patient had respiratory arrest and acute pulmonary edema. The patient was orally intubated by anesthesia, was assisted with bag ventilations, and was given intravenous lasix and positive pressure ventilations. The patient was on monitored anesthesia care (mac) during the procedure, the procedure was finished, and the patient was monitored until physician released him to go. The respiratory complications had nothing to do with the device. It was believed that the patient was on a continuous positive airway pressure (CPAP) / bilevel positive airway pressure (bipap) at night since he had sleep apnea. During the procedure, it was aggravated by the anesthesia. The event was not device related and no malfunction was suspected. The patient was reportedly doing well postoperatively.